Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 24. Details of surgery: nerve encroachment. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and swelling. No further patient complications were reported.